Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, there was a stopcock failure between the commander delivery system and atrion that lead to partial deployment of the valve. The valve was seated enough that it held in the annular space for a twostep inflation as they reset with new stopcock. They were able to deploy to nominal. No harm was done to the patient, who is recovering well. Per procedural notes, the patient had a large annular area and was heavily calcified so doctors requested a second atrion on the commander delivery system, attached to the 3-way stopcock to watch pressures. During deployment, the 3way stopcock failed, broke completely and volume squirted outside of stopcock, leading to a partial deployment of valve. The valve held in the annular and leaflet calcium enough that it did not embolize, allowing the team enough time to get a new stopcock and reset the system without the extra atrion for pressures and was able to get a nominal deployment. Echo showed small pvl, so they added +2cc and post dilated using a single atrion system. All edwards equipment functioned adequately, without issue.

Manufacturer narrative:
Supplemental report to reflect no device return evaluation. Review of additional information relevant to the complaint event indicated approximate time of inflation/deflation was about 30 seconds. The devices were not torqued during the procedure. No kinks were noted. The ratio of contrast to saline in the inflation medium was 85 saline/ 15 contrast. As the device was not available for return, no visual inspection, functional testing or dimensional testing could be performed. Angio imagery was returned of procedural event. During the first valve deployment, the delivery system can be seen not fully expanding the valve while the inflation balloon still retains its contrast medium, confirming the complaint event. A second valve deployment was performed with the same system after replacing the stopcock. The valve was able to fully deployed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified a complaint history review on confirmed device complaints (returned and no product returned) from may 2021 to april 2022 for the commander (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Of the root causes identified, the damaged stopcock is potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed based on returned imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during deployment, the 3way stopcock failed, broke completely and volume squirted outside of stopcock, leading to a partial deployment of valve.'' Additionally, ''the valve held in the annular and leaflet calcium enough that it did not embolize, allowing the team enough time to get a new stopcock and reset the system without the extra atrion for pressures and was able to get a nominal deployment.'' It is possible the stopcock used was defective, causing the inflation fluid to leak out of the system during deployment leading to the inability to inflate the balloon in the first attempt. After replacement of stopcock and the re-set of the system, the initial delivery system was able to get a nominal deployment on the second attempt. Available information suggests procedural factors (damaged stopcock) contributed to the reported event. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.